Manufacturer narrative:
Insulin pump received with bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. Insulin pump received with cracked reservoir tube lip, cracked case display window corner, stained address/serial number label. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had broken liquid crystal display screen and ink spot. No harm was required during medical intervention. The insulin pump will be returned for analysis.